Manufacturer narrative:
Ipg sc-1110-02 (sn (B)(4)) the complaint was confirmed. Device evaluation indicated that the ipg exhibited premature battery depletion and sleep current. The aic-u1 damage resulted in rapid battery depletion of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1, reference (B)(4). The use of electrocautery during the pocket revision resulted in the reported complaint.

Event description:
A report was received that after repositioning of the ipg in the pocket (MFR report # 30066301050-2015-01755), the ipg required frequent charging and there was reported difficulty charging. It was noted that during the procedure monopolar electrocautery was used although the physician was unsure if that caused the damage. The ipg was explanted and the patient was doing good post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that after repositioning of the ipg in the pocket (MFR report # 30066301050-2015-01755), the ipg required frequent charging and there was reported difficulty charging. It was noted that during the procedure monopolar electrocautery was used although the physician was unsure if that caused the damage. The ipg was explanted and the patient was doing good post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001.)